Manufacturer narrative:
(B)(4).

Event description:
It was reported restoring dentist could not detach healing abutment from implant, the implant had to be removed all together. Tooth 29. Procedure completed using another implant.

Manufacturer narrative:
Zimvie received one (1) unknown certain encode emergence healing abutment for evaluation. A visual evaluation was performed, the implant and abutment have damage identified. The abutment is stuck to the implant. The abutments drive feature is extensively damaged. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown certain encode emergence healing abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was customer error, applying to much torque/speed. Therefore, based on the available information, a device malfunction did occur. The implant and abutment wouldn¿t disengage. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.